Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to the implant procedure the device interrogation revealed backup vvi. The device was not exposed to cold weather. The device was replaced and returned for analysis.

Manufacturer narrative:
No conclusion code available; the reported field event of backup vvi was confirmed in the laboratory. The device image as reviewed and the reset was found to have been caused by a parity error. The device was tested on the bench as well as using automated test equipment and no anomalies were found.